Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 423 mg/dl. Reportedly, the cause was the customer had a virus. The customer went to the emergency room (ER) where an insulin drip was administered to address the elevated bg. Tandem technical support attempted to follow up with the customer, however no response was received. No additional information regarding the reported issue is available.